Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the mr returning to 4 was due to the slda. The reported incomplete coaptation (postprocedure) associated with the slda appears to be due to challenging patient anatomy (posterior leaflet prolapse/ large flail). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation, requiring an additional mitraclip procedure. It was reported that a on (B)(6) 2023, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with prolapse posterior leaflet and flail. Two clips were implanted with no reported issue, reducing mr to grade 2. On (B)(6) 2023, additional mitraclip procedure was performed to stabilize single leaflet device attachment (slda) and reduce recurrent mr. The clip had detached from the posterior leaflet. One clip was implanted with no reported issue, reducing mr from grade 4 to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.